Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 01, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the data is most consistent with high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and upon review it was noted that the data is most consistent with high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. No adverse patient effects were reported. Additional information was received; this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.